Manufacturer narrative:
The icp express (826635) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that after the microsensor was implanted, the icp reading of the icp express monitor (ID 826635) fluctuated from 4 to 42mmhg . They checked all the cables and connecting ports, however the readings were still unstable. They changed to another monitor to keep monitoring which showed normal readings. There was no patient injury or surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.